Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that IV disconnection occurred due to a defective luer lock on the bd insyte autoguard, causing patients to wake from anesthesia treatments and interrupting the flow of supplied medication. There was no medical intervention reported.

Manufacturer narrative:
Investigation summary: no samples or photos were returned in support of this complaint. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: indeterminate: units nor photos were not provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that IV disconnection occurred due to a defective luer lock on the bd insyte¿ autoguard¿, causing patients to wake from anesthesia treatments and interrupting the flow of supplied medication. There was no medical intervention reported.